Event description:
It was reported, the liquid crystal display monitor had the screen restart automatically. The issue occurred, during reprocessing. The diagnostic procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (add telephone number (B)(6) ), and g2 (unmark health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of screen restarting automatically was not confirmed. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.